Event description:
Per clinical review: on (B)(6) 2021, the team reported having random level alarms (false alarms) on the heart lung machine (hlm). They completed the case successfully, with no delay, no blood loss and no change-out of equipment.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the level alarms. The unit operated to the manufacturer's specifications. Per data log review: on 24aug2021, the level module was intermittently reporting alert probe statue changes from coupled to uncoupled back to coupled. When this occurs a 'level not attached' alert will occur sounding an alert tone (not alarm). Sometimes the uncoupled status can clear so fast that the user was not notified what caused the alert. This is most likely the random alarms the user reported. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the heart lung machine (hlm) was giving random level alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.